Event description:
It was reported that when closing the jaw, the activation did not work at all. The second device worked intermittently. The hand activation did not work and they had to move to the foot pedal to complete the procedure. There were no adverse pt consequence.